Event description:
Account obtained a low potassium result after removing a clot from a pt sample. When repeated, the result was higher. The incorrect result was not used to guide pt therapy. The field service rep was unable to confirm a malfunction of the system.